Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: observed, biological tissue in the photo. As it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.